Event description:
It was reported the patient's blood glucose level rose to 375 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. The patient reports their blood glucose levels had not decreased after administration of multiple boluses. An investigation of the device confirmed that there was a tear found in the pods cannula.

Manufacturer narrative:
The returned device was evaluated and fluid was found from a leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.1. Hardware: iphone16.1. Cgm sensor type: g6.